Event description:
The consumer reported that the patient had intermittent or erratic therapy. The patient was in a car accident on (B)(6) 2016 and they had just had their stimulator adjusted. One hour later the patient tried to go to 2 urgent cares as they were worried about internal bleeding. The stimulator was placed in (B)(6) 2016. The patient had shocking around the implant and it varied how long it lasted and would happen out of the blue. The patient tried to use a heating pad because they were so sore. At random times, the patient got shocks for no reason and it happened on and off all the time. The stomach swelled up where the implant was and this had been going on for a little while since (B)(6) 2016. It happened intermittently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.